Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('essure perforation/migrated essure') and fallopian tube perforation ('fallopian tube perforation') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection on (B)(6) 2011, cellulitis of legs on (B)(6) 2011, hypersomnia on (B)(6) 2011, abdominal pain on (B)(6) 2011, acne on (B)(6) 2010, food allergy, vitamin d deficiency, trichomonal vaginitis, pap smear abnormal, cervicitis human papilloma virus, constipation chronic, abnormal weight gain, insomnia, hot flashes, nausea, high risk sexual behavior, dysuria, urination difficulty, perineal pain, pelvic congestion syndrome, renal cysts, sexual abuse, paratubal cyst, bipolar depression, bloating, loop electrosurgical excision procedure, fasciitis, pelvic adhesions, bladder lesion excision and endometriosis. Previously administered products included for an unreported indication: wellbutrin, topamax, antihistamines, trazadone and neurontin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), rash ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), migraine ("migraine"), headache ("headache"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, rash, psychological trauma, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved and the fallopian tube perforation, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, psychological trauma, rash, urinary tract infection, uterine perforation, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009. Both devices deployed with 5 rings exposed plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems, other injuries/symptoms diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: impression: 1.noncalcified pulmonary nodule at the anterior right lung base, measuring 5-6mm. 2.low-density right renal cortical lesion measuring 11 mm, statistically probably a cyst. Ultrasound could confirm. 3.low density at the left ovary measuring 14 x 11mm, probably a follicle or cyst. 4.implanted device at the pelvis, consistent with essure device.. Hysterosalpingogram - on (B)(6) 2009: study documented bilateral essure stent tubal occlusion. Ultrasound pelvis - on (B)(6) 2013: impression: 1. Mildly thickened endometrium. This is nonspecific, but may relate to the patient's menstrual cycle. 2. 13 mm intramural fibroid in the lower uterine segment. 3. Sonographically normal ovaries. There is no evidence of torsion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: reporter, medical history, historical drug, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('essure perforation') and fallopian tube perforation ('fallopian tube perforation') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), rash ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), migraine ("migraine"), headache ("headache"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, psychological trauma, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved and the fallopian tube perforation, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, urinary tract infection, uterine perforation, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, perforation, bladder/urinary problems, other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: fallopian tube perforation, abnormal bleeding, allergic reaction added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('essure perforation') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), rash ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), candida infection ("candidal vaginosis"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, psychological trauma, urinary tract infection, bacterial vaginosis and candida infection had resolved. The reporter considered abdominal pain, bacterial vaginosis, candida infection, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, psychological trauma, rash, urinary tract infection, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: invalid case validated; patient information updated; product information updated; adverse events added to case: "pelvic pain"; "abdominal pain"; "dyspareunia"; "dysmenorrhea"; "menorrhagia"; "rash"; "psychological trauma"; "uterine perforation"; "urinary tract infection"; "bacterial vaginosis"; "candida infection"; "migraine"; "headache"; "weight gain". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.